Manufacturer narrative:
Other contact person phone number: (B)(6) due to characterization limit e1: initial reporter: (B)(6). User called into emergency support program line to request support with a recent gas loss alarm in cardiosave intra-aortic balloon pump(iabp). Sheeba, a ccu charge rn, had trouble shot this alarm by pressing the iab fill key for two seconds, which resolved the alarm. Sheeba verified that there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. Esp personnel reviewed the nature of the alarm with (B)(6) and the primary nurse, (B)(6). (B)(6) reported the patient¿s heart rhythm was atrial fibrillation and a rate in the low 100s. Esp personnel reviewed the proper troubleshooting steps with (B)(6) and (B)(6) and explained the gas lost alarm was most likely triggered by the above clinical factor. Esp personnel asked for them to call back if the alarm go off 2¿3 times within one hour despite pressing the iab fill button. There was no patient harm or injury reported.

Event description:
User called into emergency support program line to request support with a recent gas loss alarm in cardiosave intra-aortic balloon pump(iabp). (B)(6), a ccu charge rn, had trouble shot this alarm by pressing the iab fill key for two seconds, which resolved the alarm. (B)(6) verified that there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. Esp personnel reviewed the nature of the alarm with (B)(6) and the primary nurse, (B)(6). (B)(6) reported the patient¿s heart rhythm was atrial fibrillation and a rate in the low 100s. Esp personnel reviewed the proper troubleshooting steps with (B)(6) and (B)(6) and explained the gas lost alarm was most likely triggered by the above clinical factor. Esp personnel asked for them to call back if the alarm go off 2¿3 times within one hour despite pressing the iab fill button. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).